Event description:
Smiths medical international has reported that they were notified of an event of an incident alleging the terminal portion of the guiding catheter shearing off at the stopper ride during attempted dilation with the single stage dilator. The 5cm piece of catheter tip was retrieved using the griggs dilating forceps technique. No pt injury reported.